Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
On (B)(6) 2024, palette life sciences received a notification from a [patient] in the united states. It was reported that "the [patient], who underwent a barrigel procedure on (B)(6) 2024, for the treatment of prostate cancer (reported gleason score 3-5), was informed by his physician that some of barrigel was inadvertently injected into his rectum during needle withdrawal. Approximately two weeks after the procedure, the [patient] began experiencing persistent gas. As a result, his initial radiation treatment was canceled. Following consultation with his radiation physician, he was able to attend a radiation appointment on (B)(6) 2024. During the appointment, the physician informed the [patient] that a magnetic resonance imaging (MRI) showed gas bubbles in his rectum, preventing the continuation of radiation therapy until the gas was relieved. The [patient] walked around to alleviate the gas and was subsequently able to proceed with and successfully complete radiation treatment. The physician recommended continuing radiation every other day and instructed the patient to take gas-x and beano enzyme supplements to manage gas symptoms." Additional information received on december 12, 2024, indicated that radiation treatment was initially canceled due to barrigel visualization in the rectum on MRI. However, the planned radiation therapy was restarted on (B)(6) 2024, and the patient successfully completed four radiation sessions. Although the [patient] remains symptomatic with gas, the [physician] who implanted barrigel confirmed that it is acceptable to continue radiation therapy.